Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the single lumen pediatric central venous catheter, (used for central venous line placement) was being used on the 13 month old patient. Difficulty was experienced with the hub of the device coming loose and spinning, eventually breaking, causing the need for a catheter exchange. The issue reportedly occurred with two different devices with the patient requiring two device exchanges. No section of the complaint devices were left in the patient and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Product will not be return and the documentation investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
It was reported the single lumen pediatric central venous catheter, (used for central venous line placement) was being used on the (B)(6) old patient. Difficulty was experienced with the hub of the device coming loose and spinning, eventually breaking, causing the need for a catheter exchange. The issue reportedly occurred with two different devices with the patient requiring two device exchanges. No section of the complaint devices were left in the patient and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the specifications and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported the single lumen pediatric central venous catheter, (used for central venous line placement) was being used on the 13 month old patient. Difficulty was experienced with the hub of the device coming loose and spinning, eventually breaking, causing the need for a catheter exchange. The issue reportedly occurred with two different devices with the patient requiring two device exchanges. No section of the complaint devices were left in the patient and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.